Manufacturer narrative:
(B)(4). (B)(6). The complaint was confirmed. The cause of the event was use error. There was no reported device malfunction therefore no further investigation will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting, and no dummy tummy was in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that the clamp was open on the unused final line. The technical service representative (tsr) instructed the hp to setup with new supplies or perform manual therapy, and to consult with his nurse. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.